Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed. A field service engineer noticed that latch screws were missing, replaced them, and tested the unit in test mode for drawer auxiliary 5.2. Customer inventory was retrieved from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was constantly jamming. The drawer would not close unless the nurse physically slammed the drawer shut with their foot. Sometimes it took multiple tries to close it successfully, or it would fail. They have checked both under and behind the drawer and could not physically see anything that caused it to jam, they didn't know if they needed a replacement drawer, or if there was some hardware that needed to be adjusted for the drawer to close smoothly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.